Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to pocket infection with sepsis. It was also reported that the patient had an inflammation. The device pocket was opened and an antibiotic flush was administered. There were no additional adverse patient effects reported. The pacemaker was explanted.